Event description:
Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently reported that product return attempts were unsuccessful to date when it was good faith attempts for more information have been unsuccessful to date.

Event description:
It was initially reported that the patient had painful stimulation over its chest and next that lasted for 8 minutes and occurred twice. Caregiver taped magnet over generator and after removing magnet pain was gone and the patient felt back to normal. The caregiver was concerned that the patient may have had a heart attack. The patient went to see their physician and there were no issues found. There was no reported manipulation or trauma and there are not interventions planned. Good faith attempts for product return have been unsuccessful to date.